Event description:
Procedure type: polypectomy. According to the reporter: v loc needle broke while suturing retained, unable to retrieve. Surgeon had difficulty toggling the device, heard a crack and the needle was not engaged and broken. X-ray was performed and noted the broken needle tip.

Manufacturer narrative:
(B)(4).